Event description:
Reporter states as they were traveling in a van in their wheelchair tilted at over 15 degrees. They noticed that it felt as though their chair was slowly tilting back, when the "back canes" seemed to peel off. Both broke in the same spot and at the same angle. No injuries were reported.